Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample. A comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no non-conformities were found that would lead to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a transpac® it trifurcated monitoring kit w/safeset¿ reservoir, 60" tubing, 3 03 ml flush device and 2 needleless valves. The customer reported that the device was attached to a patient during surgery. Around 10:25, the tubing emerging from the three-way tap of the yellow pulmonary arterial (pa) flushing port, in the direction of the patient, became detached/unglued. After attempting to re-connect the tubing, it was replaced with a new pa line. There was no harm reported as a consequence of this event due to the quick intervention of the clinical staff.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not yet been received.